Manufacturer narrative:
The actual sample was not available for investigation. However, photos and video of the impacted unit were provided. The visual inspection of the provided pictures and video showed that there was a leak at the level of the effluent port due to a crack on the port. The reported condition was verified. The most probable cause is due to a shock during the transportations/hipping of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a prismaflex set, the "rigid component" connecting the filter to the effluent line was observed to be cracked and was leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h10. The device was received for evaluation. Visual inspection identified a small hole on the effluent line at the level of the bonding with the support plate. Air leak testing was performed and a leak at the level of the effluent line pre pump, near the support plate was observed. The reported condition was verified. The small hole on the effluent line was the cause of the leak. The cause of the small hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.